Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Additional information was received that the patient presented to the emergency room due to congestive heart failure exacerbation. This crt-d and another manufacturer's right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms and noise resulting in inappropriate atrial tachy response (atr) mode switches. Additionally loss of capture (loc) was observed on the left ventricular (lv) lead. Boston scientific technical services (ts) discussed troubleshooting options.

Event description:
Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced and this crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing, resulting in inappropriate shock therapy. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms was observed and were able to be recreated with pocket manipulations. The lead was explanted and replaced with another manufacturer's rv lead. No additional adverse patient effects were reported. This product remains implanted and in service.